Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established at this time. To perform a proper and thorough investigation to confirm the complaint, and determine the source of defect reported, it is necessary to evaluate the sample involved on this complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "rt staff noticed that the pressure relief valve and circuit were being flooded with concha water. This was caught prior to the water reaching the patient cannula. " customer reports no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A check valve test was conducted. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull the upper check valves. Both upper valves moved back and forth freely with no impedance. A column/bottle test was also performed. Both returned columns were connected to a concha water bottle in correct positioning and both upper and lower tubes were punctured into a concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. Columns were then hooked to the returned 2414 comfort flo circuit with a 2411-04 neonate cannula from the lab using the 3lpm flow mentioned in the report with no problems then disconnected the cannula with no water level increase into the circuit. The infant cannula was reconnected to 3lpm and the nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system then the airflow was disconnected. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest back pressure settings.

Event description:
Customer complaint alleges "rt staff noticed that the pressure relief valve and circuit were being flooded with concha water. This was caught prior to the water reaching the patient cannula. " customer reports no patient injury or consequence. Patient condition reported as "fine".